Event description:
The patient is having issues with his minimed medtronic 780g insulin pump. The machine is overproducing insulin for his blood sugar causing his blood sugar to drop too low. He's having symptoms of perspiration & dizziness when it occurs. The issue has been going on for about three weeks. He's been using the device since (B)(6) 2025. Patient hasn't experienced an events that may have caused the device to malfunction.